Manufacturer narrative:
The pack used during the reported event was not returned for evaluation and the lot number was not recorded therefore we were unable to complete the review of the lot/device manufacturing records. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report from a user facility in the (B)(4) stated that during routine cataract surgery a particle was seen leaving the phaco needle and entering the eye. It was safely removed right away without any patient impact.

Manufacturer narrative:
The device used during the reported event was not returned, only one opened small pouch containing one white colored particle and two blue irrigation sleeves, were returned for evaluation. Visual examination found the sleeves dirty with particles all over inside and out and look used. The visual examination of the returned particle found that it is smaller than 80 micron, it is hard to the touch and is triangle shaped. The particle was sent to the lab where it was analyzed using an energy dispersive spectrometer (eds) and photographed using an optical stereo microscope. The eds analysis indicated that the white colored particle consists primarily of calcium phosphate. Lesser concentrations of carbon, chlorine, magnesium and sodium were also detected. While we were able to determine the nature of the particle we are unable to determine its origin.